Event description:
It was reported from (B)(6) that the small battery drive device was not powerful enough. During in-house engineering evaluation, it was observed that the trigger was sticking, and the device made an unusual noise. It was further determined that the device passed the power and visual inspection test. It was further determined that the device failed pretest for general condition (due to unusual noise), check the triggers and electronic control unit (ecu) function, check the function with epd-console and lubricate. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device not being powerful enough was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the sticky trigger, identified during service and evaluation was confirmed. However, an assignable root cause was not established. UDI: (B)(4).